Event description:
The pump system was explanted on an unk date due to a "potential performance issue." The pt was "unharmed". The pump delivered baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).